Manufacturer narrative:
Crank fowler.

Event description:
It was reported by service report that the fowler is stuck in lowest position and cannot be raised. No pt involvement or adverse consequences are reported.